Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a complete se iliac peripheral bare metal stent system to treat a slightly tortuous and calcified lesion located at the right iliac and popliteal artery exhibiting a chronic total occlusion. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. Embolic protection was used. The stent did not pass through a previously deployed stent or cell of a stent. It was reported that difficulties were noted during stent deployment and that the stent could not be deployed in the patient. During the operation, when flushing the stent, resistance was encountered on the delivery system. When the stent reached the target position, it could not deploy. Angiography was performed and was noted that the tip of the stent was slightly bent. No difficulty noted during device removal. The device was replaced by another complete se iliac peripheral bare metal stent system. No patient injury reported.

Manufacturer narrative:
Evaluation summary: no damage was visible to the device upon return. Visual inspection of the device handle confirmed the red safety clip was present on the returned device. Stent was deployed. No resistance noted when deploying. No deformation was noted to the stent during analysis. If information is provided in the future, a supplemental report will be issued.